Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
Customer reported defective gui display. No patient involvement information was provided.

Manufacturer narrative:
(B)(4). It was reported that the 840 ventilator had a display that went partially blank while on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit boards. The unit passed all testing and operates within the manufacturing specifications